Event description:
During an ablation procedure, it was reported that heating was not observed during the second ablation. The laser fiber connection at the pcm was found to be hot and visibly damaged. The laser fiber and probe were replaced and the case continued without issue. There were no patient complications reported in relation to this event.